Event description:
I received derma sciences, inc's petrolatum gauze for wound care. I noticed that the contents of the bags was quite dry. I understand the purpose of the petrolatum gauze is to provide non-adherent. I received are defective. I added aquaphor to the bandages after my wound stuck to the gauze and caused tremendous pain and substantial time to soak in order to remove the gauze. I notified both byram healthcare and derma sciences. This is an issue of quality control, (lot: 114549, exp: 09-2017). A supervisor at byram healthcare actually took the time to go to the warehouse and opened the gauze with the noted lot number and gauze from an add'l lot number and he found even more widespread dryness in the gauze. I offered to send a sample of the defective product to derma sciences, but I have not heard back from them.